Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. During the procedure, after the left side was placed, the mesh would not release from plastic inserter on the right side once inserted into the patient. The device was removed and another same like device was implanted. A slightly larger area of dissection was created when removing the initial device.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The mesh can be released from the inserter. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.